Manufacturer narrative:
The device was returned, and the evaluation found no fault. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center did not display image. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. The customer complaint was not confirmed. Based on the results of the investigation, the probable cause of the "no image" malfunction could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The costumer reported that there was no delay and patient was not under anesthesia.